Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(4) study. It was reported that following a coronary artery stenting treatment procedure, the patient had in-stent restenosis, myocardial infarction and expired. In (B)(6) 2012, the de novo target lesion was located in the left main coronary artery (lmca) with 70% stenosis and was 15mm long with a reference vessel diameter of 3.5mm. The physician treated the lesion with direct placement of a 3.50x16mm promus element plus stent, with 0% residual stenosis. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, elevated cardiac enzyme values were observed. ECG revealed a lateral inferior myocardial infarction. The patient was hospitalized on the same day and was referred for cardiac catheterization. A 95% lesion in the mid left circumflex artery (mid lcx) was noted. Cutting balloon angioplasty was attempted using a 2.50x15mm flextome balloon but it could not cross the lesion. Following intervention there was no improvement in angiographic appearance with 95% residual stenosis. Two days later, moderate in-stent restenosis of the previously placed study stent in the lmca was treated with balloon angioplasty with excellent final result. Additionally 90% in-stent restenosis of an unknown stent in the lcx was treated with balloon angioplasty and placement of a 2.25x23mm non-bsc drug eluting stent with excellent final result. The patient experienced cardiogenic shock and expired. The cause of death was "progressive cardiogenic shock".

Event description:
It was further reported that in (B)(6) 2012, during the index procedure, the target lesion was treated with pre-dilation before stent placement. Additionally, a lesion in the om2 with 75% stenosis was treated with cutting balloon angioplasty, with 10% residual stenosis. In (B)(6) 2013, the patient presented to emergency room with complaints of chest pressure and shortness of breath which was diagnosed as acute respiratory insufficiency secondary to pulmonary pneumonia. Subsequently, the patient was treated with the IV rocephin and other oral medication. Another balloon angioplasty using a 2.5x25mm non-bsc balloon was also attempted to treat the long lesion in the proximal extending to distal lcx, but was again unsuccessful. Following procedure, the patient required intubation prior to repeat cardiac catheterization due to respiratory compromise. Per source, the cardiogenic shock was reported to be due to severe circumflex lesion and moderate in-stent restenosis of lmca. Also, ischemic mitral regurgitation was suspected due to significant compromise despite timi-3 flow within the lcx. Additionally, the 90% hazy stenosis located at the bifurcation with 1st obtuse marginal (om) and at the bifurcation with 2nd om was treated with pre-dilation and placement of a 2.25x23mm non-bsc drug-eluting stent. Also, during the procedure, an intra-aortic balloon pump placement was performed. The patient was noted to have right femoral artery calcification and developed ischemic right lower extremity. The patient underwent dialysis with 400ml of fluid being removed. The patient was noted to have cardiogenic shock and ischemic right leg. Treatment with dobutamine was started. Subsequently, balloon pump was removed. Following this, the patient became hypotensive and died. Per death certificate, the immediate cause of death was cardiogenic shock and the secondary causes were congestive heart failure, end stage renal disease and diabetes mellitus.